Event description:
It was reported that the procedure was to treat lesions in the mid left anterior descending (lad) artery and the proximal circumflex (cx) artery. Pre-dilatation was performed, and the 3.0 x 15 mm xience prime stent and the 3.0 x 33 mm xience prime stent were implanted. After the second stent was deployed, a perforation was observed. The 4.0 x 19 mm graftmaster stent was deployed in the lad for treatment; however, the perforation persisted and the physician felt that the perforation occurred in the cx, as well. An additional 4.0 x 16 mm graftmaster stent was deployed in the cx and sealed the perforation. The patient was transferred to the ward, but later died. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime and grafmaster referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). The reported patient effects of perforation and death are known observed and potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.